Event description:
Reporter stated that a neonate capillary sample was measured, using the inform system, with a result of 85 mg/dl. Within 10 minutes, an additional capillary sample obtained from the same neonate, measured 59 mg/dl in the facility's lab. Reporter stated that an additional comparison was performed using capillary samples obtained from the neonate: inform system value was 80 mg/dl and the lab value was 54 mg/dl. Reporter indicated that the neonate was not treated based on the values obtained on the inform system. The discrepant results were obtained in a hospital. Quality control testing had been performed on the inform system and the values were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.